Event description:
It was reported that revision surgery was performed due to a fracture of the device.

Manufacturer narrative:
(B)(4). The incorrect code was inadvertently submitted. We apologize for any inconvenience.